Manufacturer narrative:
Failure analysis for fiber 0010-2400-609b-2169: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 25 minutes while using the surgical fiber during a prostate procedure, a fiber issue was apparently observed; the fiber tip (cap) was reported to have been cleaned during the procedure. No additional information was reported or is currently available. There was no patient injury reported.